Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray pc was not starting. A review of the system logfiles found a malfunction with x-ray pc. Upon troubleshooting actions, fse identified that the x-ray pc was not receiving power. The defective x-ray pc was returned for analysis, and it was concluded that the cause of the failure was the power supply. Fse replaced the x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system's x-ray computer was not booting, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.